Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the device would not allow the ventricular lead to screw down in the ventricular port, without it sliding back out. After multiple attempts, a new device was opened and used, with no issues. No patient complications were reported as a result of this event.